Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. Without the product to examine, no determination can be made as to the contributing factors that caused the reported discrepancy. A needle-to-cuff miss can be influenced by numerous factors including, but not limited to manufacturing, user technique, such as, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during needle plunger deployment, aggressively deploying or removing the needle plunger, inadequate positioning of the foot against the arterial wall, and patient anatomy. However, there was no information provided regarding the deployment technique of the operator and no patient medical history was provided. The needle trajectory of every device is checked during manufacturing. Additionally, a sampling of units is destructively tested to verify product quality, to include suture placement. A review of the lot history record did not reveal any nonconforming material records associated with this lot that would have contributed to the reported incident. A query of the complaint handling database was performed and revealed no indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that after a diagnostic peripheral catherization through a 6f procedural sheath, arteriotomy closure of the common femoral artery was attempted with a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, the suture did not come out with the needle. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequela. The operator was reported to be trained in the use of the perclose proglide device. No additional information was provided.